Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown philos plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. (510k): unknown, as specific part and lot numbers for philos plate is not provided. (B)(4). The patient had multiple unsuccessful treatments with several implants. The nature of the events are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that multiple unsuccessful treatments of a patient with several implants on the proximal humerus happened. Involvement of a philos plate. Involvement of other dps implants possible. This report is for an unknown philos plate. This is report 1 of 1 for complaint (B)(4).